Event description:
The pt experienced a worsening of his motor symptoms. Device interrogation revealed abnormal impedances. The lead looked broken on x-ray. Implant of a new lead was planned. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).